Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit will not hold power is confirmed. The sr8 shutoff with 59% battery life still on it. The root cause of the battery issues is the internal battery failed. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the machine will show like 59% and then shut off. They feel like if it isn't plugged in then it will randomly power off.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per tm: the machine will show like 59% and then shut off. They feel like if it isn't plugged in then it will randomly power off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit will not hold power is confirmed. The sr8 shutoff with 59% battery life still on it. The root cause of the battery issues is the internal battery failed. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the machine will show like 59% and then shut off. They feel like if it isn't plugged in then it will randomly power off.